Event description:
It was reported that the patient experienced issues with their pump, as it stopped delivering insulin and incorrectly read the insulin cartridge levels. There was no reported impact on the customer¿s blood glucose level. The patient declined further assistance from technical support, and no additional information was received regarding the outcome of the event.